Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with an unspecified cephalosporin therapy (dose, route and frequency was not reported) via infusion and an unspecified anti-inflammation injection (further details not reported) for peritonitis due to bacteria. The patient recovered from the peritonitis event and dianeal therapies were ongoing. No additional information is available.